Manufacturer narrative:
Evaluation method: medical review. Results: visual inspection of the returned product found one haptic torn. The lens was returned in liquid. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuchs dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens had an excessive vault and was re-positioned. The surgeon decided to explant the lens on (B)(6) 2014. The lens was exchanged for a shorter lens but the problem was not resolved.

Manufacturer narrative:
(B)(4): evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4).